Event description:
During the supraventricular tachycardia procedure, it was noted that blood leaked from the sheath. The stylet was used, and the needle was not pre-shaped. The device was exchanged, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f fast-cath introducer sheath was received for evaluation. The dilator and guidewire assembly were also received. The reported event of a fluid leak could not be confirmed. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.